Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. As both events occurred outside of the united states, information regarding a field representative visit was not provided. Further investigation by the manufacturer did not identify a specific root cause for the event. Additional information for further investigation was requested but was not provided. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes 2 malfunction events where erroneous results were generated by the e module. There was one erroneous result for intact human chorionic gonadotropin + the b-subunit (hcg+b) and one erroneous result for n-terminal pro b-type natriuretic peptide (probnp ii) for a total of two patients. One patient was a (B)(6) female. The other patient's age and gender were requested, but were not provided. The patients' weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.